Manufacturer narrative:
Device serial number unavailable at the time of this report.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Revision surgery to replace the magnet was conducted on (B)(6) 2018.